Event description:
Customer has stopped wearing the insulin pump. Customer tried to rewind the insulin pump and it shut off. Customer was hospitalized due to the high blood glucose. Customer stated that the insulin was leaking outside his stomach; customer was not receiving insulin. The glucose reading at the time of the event was 750 mg/dl. Customer woke with high blood glucose and bolused, the blood glucose remained high. Customer was feeling sick. The paramedics were called to transport him to the hospital. Hospital treated with manual injections. The current blood glucose reading is 262 mg/dl. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.